Event description:
Concerning: my adverse experience with lasik. Date of operation: bilateral monovision lasik in 2000. Location: vision centers - under a co-management arrangement with drs from another vision center. Equipment: summit apex plus and moria keratome to make the flap. Pre-lasik prescription: od -5.50, os -5.50. Using spectacle add of +3.00 od for near vision. Problems -a- vision defects which are apparently permanent and uncorrectable event today -- night vision disturbances related to pupil expansion at dark, commonly known by the acronym gash -glare, aberrations, starbursts, and halos-. Lack of informed consent: I did not hear about such matters as a possible complication/outcome until one-half hour before my lasik operation, when the informed consent document was handed to me by an office mgr. I had not at that point even met my lasik surgeon. Also, I had been told previous by the co-managing doctors in my home town that I was a perfect candidate who should not worry about any complications. I was assured during the operation that I had "small pupils," which the dr said made me an "ideal candidate." Objective verifications: by post-lasik aberrometer readings - another vision center, and a medical center in another state-. Impact on my life: I have, with regret, seriously restricted many after-dark activities outside of my home town for nearly eight years now. This includes not only travel to family events and for personal recreation, but also opportunities for paid consultancies which would require driving to or from unfamiliar airports in the dark. -b- dry eyes which were for some time not only painful but unresponsive to many efforts at treatment. History: my history of dry eyes -as well the fact that I was a female, with a history of asthma and allergies- was well-known to my local eye doctors who co-managed my lasik treatment. This history was also in the chart presented to the lasik dr. However, no mention of this as a counter-indication was made to me at any stage of the process. Pre-lasik, I already had punctal plugs inserted, and used eyedrops regularly. No one told me that lasik would exacerbate my already compromised tear film. Objective verifications: numerous post-lasik tests -slit-lamp examination, schirmer's etc.- by various doctors during my quest for improvement. Impact on my life: for about two years post-lasik, I could not find a suitable treatment -although I tried measures including more punctal plugs, different drops, doxycillin, humidifier, dietary supplements, etc.-. This was a painful and stressful and expensive time, during which my daytime vision and ability to stay focused on reading matter were compromised. -I am now retired, but was at the time a college professor of communication studies-. I now have found suitable strategies and manage my dry eyes on a daily basis with eyedrops and supplements, at a modest -sigh!- monthly financial cost.